Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer could not recall past blood glucose (bg) level. Most current bg was 90-108 mg/dl. Customer either changed the infusion set or resumed insulin delivery to resolve the occlusion. Reportedly, customer reverted to using an alternate method of insulin therapy.